Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they stated that the inside lining of the jaws of the vh-3000 had a piece break off and was not able to be retrieved. The tip did fall into the patient and was not known to be retrieved. Patient effect was identified as retained foreign object.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6) 2019. An investigation was conducted on (B)(6) 2019. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting handle. The silicone insulation on the cold jaw was observed to be peeled away from the cold jaw, exposing the metal portion of the cold jaw. The peeled silicone was not returned for evaluation. Based on the returned condition of the device, the reported failure "peeled" was confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they stated that the inside lining of the jaws of the vh-3000 had a piece break off and was not able to be retrieved. The tip did fall into the patient and was not known to be retrieved. Patient effect was identified as retained foreign object.